Event description:
An acu-loc vdr plate, standard, right (pl-dr50r) was implanted in patient on (B)(6) 2012. At some time between 4 and 8 weeks post-op the distal most pegs broke.

Event description:
An acu-loc vdr plate, standard, left ((B)(4)) was implanted in patient on (B)(6) 2012. At some time between 4 and 8 weeks post-op, the distal most pegs broke. According to the patient, there was no trauma associated with this malfunction.

Manufacturer narrative:
The plate and screws were not returned and therefore could not be physically evaluated. However, an x-ray from approximately 8 weeks post-op was provided and reviewed as part of this investigation. From this x-ray, it appears that only three (or possibly four) screws were inserted in the distal row of the plate. The surgical technique states: "note: a minimum of 6 distal screws should be used in the four most distal holes and the two radial styloid holes." If only three or four screws were used in the distal section of the plate, then the surgical technique was not followed. While the minimum number of screws per the surgical technique was not used, no definitive conclusion can be determined as to the cause of the failure without further information. Related mdrs: 3025141-2012-00104.